Event description:
It was reported by the customer that the cpc connector is broken on the front of the unit. There was no case involvement and no pt consequence.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.